Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2005, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #:(B)(6), ubd: 19-jul-2007, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) ,(5 mg at 2.2018 mg/day), clonidine (600 mcg at 264.21598 mcg/day), and bupivacaine (20 mg at 11.009 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient experienced worsening cervical radicular pain. The it rate was increased. Additional information received from the healthcare provider via a clinical study indicated that the patient continued to experienced worsening cervical radiculopathy. The it rate was increased additionally. During a scheduled pump revision for normal battery depletion, it was noted that the pump connector was fractured. The catheter was spliced, replacing the pump segment.